Manufacturer narrative:
The device history records for the lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition. The device was confirmed to be leaking at the heat exchanger filter panel due to inadequate uv adhesive. Devices are leak-tested 200% during manufacture. The rejected part may have been placed into the incorrect bin by the operator. Typically the automated robot performs that function but was out of operation during the time of manufacture.

Event description:
The hospital perfusionist reported an issue encountered with the mps disposable delivery set. The information provided stated that the device leaked during priming for a procedure. The perfusionist stated the delivery set leaked from the bond around the filter panel. The report stated the device was changed out and the procedure was completed with no patient complications. The device was returned to the manufacturer for analysis.